Event description:
Info received indicates the head end hi/low function of the bed is drifting downward slowly.

Manufacturer narrative:
The tech replaced the hi/low cylinder and the trend valve but the issue remained. He replaced manifold to repair the bed.